Event description:
Reported due to balloon and tip separation. The physician attempted to use a fox pta catheter in order to perform a balloon pericardotomy in an "off label use." The procedure was performed via an apical approach. The pericardium was dilated five (5) times at ten (10) atmospheres (atms). The device was "pulled through" the pericardium at twelve (12) atm and resistance was felt. Reportedly "the balloon was deflated with redilatation, no wasting seen." A repeat "pull through" was performed and the balloon and tip "avulsed" from the catheter. The tip fragment and the balloon were not retreived and remained in the patient. The physician recommended that the patient have an open pericardial window performed; however, the patient refuses any further surgery. At last report the patient was reported to be "doing well". It is unknown if the patient's hospitalization was increased as a result of this event. Although requested, no additional patient information was provided.